Manufacturer narrative:
B2 selection was added due to new information received. B5 additional information was received and added. H6 health effect - impact code was added. Due to new information that was received.

Event description:
Additional information was received. The pump was attempted to be repositioned.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 87-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the impella was placed post-transcatheter aortic valve replacement (tavr). Tavr deployment failed and the tavr valve was suspected to be in the sinus. Hemolysis was noted due to poor position. There were erroneous impella in aorta alarms with large volume shifts and changes in hemodynamics. Position confirmed by echocardiogram. The following day after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-9 at 3.8l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage d shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); d4 (serial); e1; e3. The cause of the device in wrong position cannot be established. The cause of the hemolysis/mechanical interaction with blood cannot be established.